Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 50 mg/dl were recorded by continuous glucose monitor (cgm) from 2:26:26 pm to 3:51:26 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:26:26 pm. On (B)(6) 2020, user made a bolus request of size 6.27 units, approximately 1 hour prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level resulting in loss of consciousness; value was not provided. Bg cause was not known. Customer received assistance from husband and paramedics and was administered a glucagon injection and a tube of dextrose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.